Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(6), during a transfemoral tavr procedure, the sheath liner delaminated.   After deployment of a 26mm sapien 3 ultra valve and upon retrieval of the delivery system towards the esheath tip, the physician reported feeling some resistance.  To troubleshoot, the physician brought the delivery system balloon forward, inflated the balloon to 15ml, deflated the balloon towards 21ml, aligned the marker esheath - overlapping the delivery system marker and completely deflated the balloon.  The second time the same resistance was felt, however, after rotating the delivery system an additional 180-degrees counter clockwise, the physician was able to reinserting the dilatator and successfully retrieve the device.  Visual inspection of the sheath after the procedure showed the liner had become delaminated.

Manufacturer narrative:
Section h6 and h10: additional information provided confirmed the patient had suffered no vascular injury and was in ¿good¿ condition.   The esheath was not returned to edwards lifesciences for evaluation, as it was discarded by the facility.  Imagery provided from the site showed the esheath after use in the procedure.  The liner of the sheath is delaminated from the distal end.  Additionally, there is noticeable sheath damage where the liner is delaminated, possibly from the attempted withdrawal of the delivery system.   During manufacturing of the esheath, the esheath and components were inspected several times throughout the manufacturing process.  In addition, product verification testing was performed on a sampling basis and all testing met specifications.  These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events.   Both the device history record (DHR) review and the lot history review were unable to be performed as no lot number information was provided.   A review of the complaint history for edwards esheath from august 2018 to july 2019 revealed other returned complaints for the reported event.  The complaints that had device evaluations, were confirmed, but no manufacturing nonconformances were found in the returned samples.  Available information suggested that patient and/or procedural factors may have contributed to the events.  Review of the complaint history data revealed that the occurrence rate did not exceed the july 2019 control limit for the applicable trend category.   The prepping manual, the training manual and the esheath supplement were reviewed for instructions involving preparation and procedure.  Per the esheath supplemental manual, during delivery system removal: completely unflex the delivery system.  Retract the loader prior to removing the delivery system.  Pull the entire delivery system through sheath.  Maintain guidewire position in the aorta.  Caution: patient injury could occur if the delivery system is not completely unflexed prior to removal.  Expect resistance when pulling the entire delivery system through sheath.  Remove delivery system at neutral or negative pressure.  Do not remove at extreme negative pressure.  If there is difficulty removing the delivery system balloon into the tip of the sheath, push delivery system forward, slightly inflate and deflate the balloon in a straight section, rotate, and attempt removal again. Repeat as necessary.  Do not force.  Once part of balloon is inside sheath, ensure again all residual fluid is removed before completely pulling out.  Based on the review of the IFU / training manuals, no deficiencies were identified.   The complaint was confirmed based on the provided imagery.  However, as the device was not returned for evaluation, a manufacturing non-conformance was unable to be determined. Review of complaint history revealed no indication that a manufacturing non-conformance contributed to the event.  A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies.  There was no note of abnormalities on the sheath during device preparation, suggesting that there was no issue with the device when removed from packaging.  As mentioned in the description, resistance was met during delivery system retrieval and multiple attempts were made to withdraw the delivery system into the sheath.  Per the training manual, the delivery system is required to be completely unflexed prior to removal.  If the delivery system was not fully unflexed, it could result in the non-coaxial alignment of balloon with sheath distal tip which may have led to the reported withdrawal difficulty.  As a result, the excessive manipulation and force could have been exerted to withdraw the balloon into the sheath which likely caused the reported event.     While a definitive root cause is unable to be determined, available information suggests that procedural factors (delivery system withdrawal difficulty) may have contributed to the complaint event.  The occurrence rate did not exceed the control limit for the applicable trend category; therefore, no corrective or preventative action was required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Correction: additional information: the sheath was returned to edwards lifesciences for evaluation. Visual analysis of the sheath revealed a 0.75" circumferential delamination and a 1.5" delamination on one side. Scratches and damage were observed on the hdpe approx. 1" in length in a bunched area. Damage on hdpe was observed near the soft tip soft tip damage. The marker band was observed to be partially attached to the liner. Due to the nature of the complaint, no dimensional or functional inspections were able to be performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed based on the provided imagery and visual inspection of returned device. However, a manufacturing non-conformance was not identified. Review of complaint history revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. There was no note of abnormalities on the sheath during device preparation, suggesting that there was no issue with the device when removed from packaging. As mentioned in the description, resistance was met during delivery system retrieval and multiple attempts were made to withdraw the delivery system into the sheath. Per training manual, delivery system is required to be completely unflexed prior to removal. If the delivery system was not fully unflexed, it could result in the non-coaxial alignment of balloon with sheath distal tip which may have led to the reported withdrawal difficulty. As a result, the excessive manipulation and force could have been exerted to withdraw the balloon into the sheath which likely caused the reported event. While a definitive root cause is unable to be determined, available information suggests that procedural factors (delivery system withdrawal difficulty) may have contributed to the complaint event. No corrective or preventative action is required.